Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed producible over-sensed noise exhibited by the right ventricular lead. Programming interventions were made. There were no patient consequences.